Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. In addition, the fse had the facility's biomedical engineer (biomed) run the balloon pump on trainer overnight for testing. On (B)(6) 2018 the biomed ran the iabp overnight with no errors occurring. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "rapid gas loss" alarm. No patient harm or serious injury was reported, and no adverse event was reported.